Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it be in good physical condition. Device was powered up and base hardware failure was found. The reported customer complaint was verified during testing, and the problem source has been determined to be the supplier. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had base hardware failure. No patient involvement.